Event description:
It was reported that bigeminal diagnosis of nonsustained vt episodes was observed. No patient symptoms were reported. Programming changes were recommended.

Manufacturer narrative:
(B)(6).